Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the battery compartment is cracked on the side from threads to cover. Corrosion was observed in battery compartment. The bb shows evidence of partially charge batteries installed during battery change on (B)(4) 2016; resulting in a replace battery alarm at 11:56 and a low battery warning at 16:59. No damage found to returned battery cap, it is able to carefully attach to the pump and power it on. A battery life issue was not duplicated during testing. Pump current draws measure with in specifications. Leak test fails with battery compartment leak. Removed pump cover. No further evidence of moisture was observed on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.